Event description:
It was reported that the customer superglued the case clip back onto the pump case and was subsequently unable to remove the cartridge from the pump. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.